Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care (adc) device. The customer reported experiencing an infection, rash, tenderness, "knot around sensor site" and pain at the adc device insertion site and a healthcare professional provided cefuroxime 500mg (antibiotics) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.